Event description:
The customer reported the system would not display a usable live image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reselected the correct operation mode. The system operates as intended.